Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after 1 month and 5 days due to the lipped liner impinging on the stem in extension posteriorly and causing dislocation anteriorly.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient medical history, whether the surgeon had any ideas why the impingement may have occurred, whether the cup position was changed during the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after 1 month and 5 days due to the lipped liner impinging on the stem in extension posteriorly and causing dislocation anteriorly.

Manufacturer narrative:
Per -4920 final report. Please note: the date provided in section g.3 of the initial report was incorrectly reported as 02 aug 2022, this has been corrected in this final report. Date of awareness was 28 jul 2022. Additional information including post primary and pre revision x-rays, operative notes, patient medical history, whether the surgeon had any ideas why the impingement may have occurred, whether the cup position was changed during the revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the impingement and dislocation could not be determined. Therefore, this case is considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.